Event description:
No primary stability achieved. Patient smokes. Undersized implant bed, inadequate bone quality / quantity, mobility. At the time of surgery width of the crest too narrow for pf 4.0, fracture of buccal lamella. After fracture bone augmentation and new implant pf 3.5 was placed.